Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary; bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed as a dark colored liquid can be seen in the flashback chamber as well as on the rubber sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. During inspection and functional testing of flashback needles only green liquid is used. No red liquid is used in the process or inspection. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: customer opened the new fbn and saw the dry blood inside flashback chamber. They confirmed the box is new and the needle was full seal before they open.